Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-1132 serial #: 111548 description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was not getting sufficient coverage due to high impedance. Physician suspected malfunction on one of the leads. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was because the patient wanted a magnetic resonance imaging (MRI) compatible system. Sc-2218-50 (B)(4) the complaint was confirmed. Three cables were fractured at the kinked sections of the lead body where a clik anchored, but no cables were exposed at the site. Sc-2218-50 (B)(4) visual/x-ray inspections and continuity test were performed to ensure the device integrity. No anomalies were found. Sc-1132 (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was not getting sufficient coverage due to high impedance. Physician suspected malfunction on one of the leads. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively.